Event description:
Crystallization at the top of the catheter was reported. It was added that there was an increase of backward flow. The catheter was blocked; coagulation on the catheter was noted. It was stated that it was "possibly a coagulation of ziconotide; this happened during the treatment with 4-6 mcg ziconotide". "Possibly problems with the pump" was also indicated; however the pump was of another manufacturer. Patient outcome was unknown. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Corrected information: this event reported previously {"as noted by the health care provider (hcp), he wanted to remove the catheter by one of the patients in the coming weeks. It was indicated before prialt therapy, that the patient was treated with morphine and the hcp assumed that this was the reason for the catheter deposition".} belongs to and had been reported in MFR report # 3007566237-2012-01680.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received, further stated that crystallization or formation of deposits at the top of the catheter caused a loss of efficacy. It was stated by the health care provider (hcp) that for six months he observed an increase of backward flow when he was changing the pump and it was during this time period that the patient developed a loss of efficacy. It was also reported that the event did not abate after stopping or decreasing the dose. It was noted that the patient was still suffering from pain because insufficient solution was passing through the catheter. It was also indicated that the drug was possibly related and the patient did not recover. The drug delivered via pump was prialt. Other additional information had been provided as follows but it was unclear which information pertained to this particular event. As noted by the hcp, he wanted to remove the catheter by one of the patients in the coming weeks. It was indicated before prialt therapy, that the patient was treated with morphine and the hcp assumed that this was the reason for the deposition in the catheter. With the other patient as indicated, the hcp wanted to replace the pump as he believed that this was the source of the problem. It was noted that the patient had a gastrointestinal pump. It was indicated that the patient received prialt in a higher dosage but the situation had been stabilized. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).